Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg migrated. The ipg has turned sideways and is not laying flat in the pocket. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Further follow-up indicates the patient had surgical intervention on (b)(6(B)(6)) 2019, during which the original ipg was moved deeper and to right of the original pocket. The issue was resolved and therapy has been restored.